Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and diarrhea. The cause of peritonitis was not reported. It was reported that the patient was hospitalized and received unspecified treatment for peritonitis. At the time of this report, the patient recovered from peritonitis and pd therapy was ongoing. No additional information is available.